Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the explant proceudre for this left ventricular (lv) lead, due to pacing not being delivered when required, this right atrial (ra) lead's insulation was damaged. An attempt to explant the lead was made, however the lead fractured. The lead was not able to be fully explanted and half of the lead remains in the patient. No additional adverse patient effects were reported.